Manufacturer narrative:
Per tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer was not performing the air removal step. Tandem technical support educated the customer regarding the air removal process. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.